Manufacturer narrative:
(B)(4).

Event description:
A talent stent graft system was implanted for the endovascular treatment of an abdominal aortic aneurysm. Vessel morphology is unknown. It was reported that the patient presented emergently with a type I endoleak and a ruptured aneurysm. An open conversion was performed, with the stent grafts explanted 66 months later and replaced with a dacron graft. Upon explant, it was noted that a suprarenal stent wire was broken. The physician believed that the broken stent wire was not part of the problem, and that the event was most likely due to disease progression. The physician believes the aneurysm rupture was due to the type I endoleak and accompanying aneurysm expansion. No additional clinical sequelae were reported and the patient is in critical but stable condition.